Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set ripped off during use on event on (B)(6) 2024. Was applied over the infusion set. Infusion set has been used for one day. Insertion area was cleaned, air-dried and free from hair. The blood glucose level was 120-130mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.